Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. The device was returned with the batteries removed from the pack. Functional testing of the returned product found the device did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Root cause has been identified as a manufacturing and/or design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign (B)(6). E1: telephone: (B)(6).

Event description:
It was reported that during the surgery, the device can`t operate properly. The unit had no power. There was a five-minute surgical delay. There was no patient harm. There was no medical intervention required. Another device was used to complete/finish the surgery. During device evaluation and visual inspection of the interior of the pack found electrolyte leaked inside of the pack. Due diligence is complete, no further information is available